Event description:
It was reported that the patient developed an abscess after revision surgery (refer to MFR report 1030489-2010-00010 and 1030489-2010-00011). The pt experienced cerebellar symptoms. The pt was treated with antibiotics.

Manufacturer narrative:
(B) (4).